Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The treatments appear to be related to circumstances of the procedure. The device was submitted to fourier transform infrared spectroscopy (ftir) for further analysis. The results noted the clear substance from the inner diameter was scanned by ftir microscope and its spectra have resemblance to spectrum of loctite. The investigation determined the reported difficulty was concluded to be related to a potential product quality issue, due to glue observed in the marker lumen port / polyimide. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, there was no bleed back from the marker lumen port. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.